Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from the force bipolar instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the force bipolar instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for 30 minutes and performed as intended up until it broke. The surgeon does not know what caused the instrument to break. The customer reported that the surgeon did not notice any issues with the functionality of the instrument and wanted to continue with the same instrument, but they ended up replacing the instrument with a back-up instrument of the same kind. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The fragment did not fall inside the patient during an instrument tip collision. After a piece from the instrument broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. No additional surgical procedure was required. There were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the breakage. Upon final removal of the instrument, there was no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base where it meets the distal clevis pin. A piece approximately 0.05" x 0.18" was found to be broken off the grip tip. The broken piece was returned. The root cause of the broken instrument grips-tips is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A tableau review was performed on system sk3232 confirming that this force bipolar instrument (part #471405-06 / lot #11210316-0119) was used during this da vinci assisted surgical procedure on (B)(6) 2021.